Manufacturer narrative:
(B)(4). Damaged closure trigger. The device was tested for functionality with the returned reload and using a screw driver as a closing lever. The device fired, cut and formed the staples as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the surgeon was attempting to transect the distal colon and the contour device was placed around the colon; the tissue was thick. The surgeon squeezed the closing trigger and felt resistance then continued to squeeze the firing trigger when the firing trigger broke. Some staples were formed and the staple line was incomplete. There was not enough colon; therefore the patient received a permanent colostomy. The patient has since been discharged. The surgeon was not planning to do a colostomy; however the patient consented to the possibility prior to surgery. Additional information has been requested.

Manufacturer narrative:
(B)(4).